Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks and inappropriate anti-tachycardia pacing (atp) due to an atrial driven arrhythmia. The shock therapy appears to have converted that atrial arrhythmia. Various programming options were suggested. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.